Manufacturer narrative:
Date of birth: 1929. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. Access was gained using an ultrasound machine. It was noted that the superficial femoral artery (sfa) was positioned on of the venous access. The physician gained access to the vein, by going through the sfa. The laac procedure continued; transseptal puncture was performed and access to the left upper pulmonary vein was gained. A pigtail was advanced to the laa to aid in appropriate sizing. The watchman access system was then positioned and a 24mm watchman laa closure device was deployed in the laa. Two partial recaptures were performed prior to final positioning. The device met all criteria and was released. The watchman devices were removed. The physician utilized a silk figure 8 stitch to attempt to close the right femoral vein. While they were holding pressure, a growing hematoma was noted. The scrub tech continued to hold pressure until it was brought to the attention of the anesthesiologist that the blood pressure was dropping. They administered epinephrine; the hematoma continued to grow. They discussed the situation with the implanting physician who had left the room and a cardiac surgeon. The cardiac surgeon suggested a femostop; however, that was not performed. The patient was taken to surgery where it was realized that when gaining access to the vein, they had gone through the sfa. The hole in the sfa was identified and closed. There were no further patient complications and the patient was stable.